Manufacturer narrative:
Quality control (qc) and calibration were within established ranges and the electrode is within date. The field service engineer (fse) was dispatched. The flow-cell was cleaned and replacement of the carbon bridge assembly was completed. The unit was calibrated controls were run as well as the precision controls. The results were within acceptable range. A clear root cause cannot be determine for this event. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. The MDR represents event 3 of 3 reported by this customer. The MDR is related to the following mdrs that have been reported: 2050012-2010-00421 and 2050012-2011-08199.

Event description:
Customer contacted beckman coulter inc (bci) in regards to multiple low potassium (k) results generated by unicel dxc 600 synchron clinical system. The results were reported out of the laboratory. The k results were in the range of 205-2.6 mg/ml. Repeat results are not available. There was no death, injury or change to pt treatment attributed or associated to this complaint. This event represents event 3 of 3 events reported by this customer.